Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device manufacture date is not known. Alleged failure: per rep, 400 series light cables going into standby and flickering intermittently. [Update - procedure completed with same device. Full loss of light - duration unknown.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a damaged contact ring on the light source, not fully seated light cable, an issue with the light source. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.